Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received incomplete bolus alerts. The customer's blood glucose (bg) was in the 40 mg/dl range. Food and juice were consumed to address bg. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). The customer acknowledged the explanation.